Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were noted under fluoroscopy. Noise was also observed the on the right ventricular lead. Lead revision is considered. No further information is available.